Manufacturer narrative:
(B)(4). The device was returned to invacare for a detailed evaluation for failure confirmation. That subsequent evaluation determined that the stability lock functioned as intended and could not confirm that the right front caster had collapsed. The evaluation did, however, uncover that the seat positioning strap was caught in the tilt mechanism of the chair at the buckle end of the strap. In this state, the strap would be unable to be used. It was determined that the it was not a caster failure but rather the end user not utilizing the seat positioning strap that caused the user to fall out of the chair and sustain the reported injuries to his leg, elbow, wrist, and scalp.

Event description:
Territory business manager stated that the end user was coming down a ramp from public transportation in his tdxsp-cg power chair and near the bottom of the ramp, the right front caster collapsed, causing the chair to pitched forward throwing the end user, who was not wearing a seat belt (airline buckle seat positioning strap) out of the chair. End user sustained a broken right front femur, broken right tibia and fibula and scratches and contusion on the right elbow, wrist and scalp.

Event description:
Territory business manager stated that the end user was coming down a ramp from public transportation in his (B)(4) power chair and near the bottom of the ramp, the right front caster collapsed, causing the chair to pitched forward throwing the end user, who was not wearing a seat belt (airline buckle seat positioning strap) out of the chair. End user sustained a broken right front femur, broken right tibia and fibula and scratches and contusion on the right elbow, wrist and scalp.